Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was damaged after the customer fell off their bike. Blood glucose value was 461 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with minor scratches on case and pillowing keypad overlay. The electronic assemblies was inspected and no anomalies noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).